Event description:
A reporter called to report that his insulin pump battery caps get damaged easily. The reporter said he received a letter from medtronic to let him know that they are aware of the problem and advised him to call and report it to FDA.